Manufacturer narrative:
Updated information in section d4 primary UDI number. The complaint investigation for falsely elevated alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Review of all the information provided by the customer was reviewed. Return testing was not performed as returns were not available. An increase in complaints has been observed for lot 56201ud00, however, in-house performance was completed which indicates the product is performing as expected. Device history record review did not show any nonconformances, potential nonconformances, or deviations associated with lot number 56201ud00 and complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot number 56201ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for one sample. The following results were provided: (customer provided reference range ft4 - 8.9 to 17.3 pmol/l). On (B)(6) 2024 sid (B)(6) original result 19.8 pmol/l, repeat result 14.79 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 resutls for one sample. The following results were provided: (customer provided reference range ft4 - 8.9 to 17.3 pmol/l) on (B)(6) 2024 ,sid (B)(6) original result 19.8 pmol/l, repeat result 14.79 pmol/l no impact to patient management was reported.